Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported they had "issues in the past with wires." The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.